Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction or reported issue.

Event description:
Consumer stated that the ubk sleek regular tampon left small fibers behind upon removal. This event happened with one tampon. The consumer did seek medical attention on (B)(6) 2018 to ensure no additional fibers remained. The consumer is experiencing some vaginal discomfort. No medications were prescribed and no diagnosis was given.